Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. More than 5 years have passed since the device was delivered to the user facility. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by a failure of the cm board due to aging of the parts on the board due to repeated use for a long period of time. Since the cm board synthesizes the endoscopic image and the monitor display screen, omsc guessed that the endoscopic image disappeared during processing and was not output. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc but was returned to olympus repair center for evaluation. The evaluation of the device by olympus repair center confirmed the following; luminance signal and chrominance signal, and rgb were defective. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the device was not output. There was no report of patient injury associated with this event.